Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with sharp chest pain. It was determined via fluoroscopy that the right ventricular (rv) lead had dislodged and perforated through the heart wall. The lead was found to have no capture at maximum output. The lead was revised and repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.